Event description:
This case occured outside of the USA, in spain. On (B)(6) 2024, the spanish subsidiary notified teoxane geneva of an adverse event. A patient was injected with: - on (B)(6) 2024: 1.2ml of teosyal puresense ultra deep into the malar area (bolus with the needle 27g, rc/2408007), - on (B)(6) 2024 : 2ml of rha 4 into the cheekbones and marionette lines (bolus + retrograde injection, current complaint), - on (B)(6) 2024: 3ml of teosyal puresense redensity 1 into the dermis of a unknown area (retrograde injection, rc/2408008), - on (B)(6) 2024: 1.2ml of rha 4 into the cheekbones and nasolabial folds (current complaint), - on a unknown date: 1ml of teosyal puresense redensity 2 into tear trough, upper lips and perioral lines (rc/2408006). Approximately 1 month after the latest injection, on (B)(6) 2024, the patient experienced two inflammatory nodules (one into the left tear trough and the second into the left marionette line), soft and painful to palpation, plus an erythema into the left tear trough. On (B)(6) 2024, le patient consulted her injector and started a treatment by prednisone 1mg/kg/day. On (B)(6) 2024, the patient saw again her injector and received intralesional hyaluronidase injection and continued prednisone 1mg/kg for 4 days on (B)(6) 2024, the injector suggested continuing prednisone treatment due to increased swelling. On (B)(6) 2024, a decrease in the lesion was observed in the marionette lines and only very slight improvement in the malar area. Prednisone was maintained at 1 mg/kg, due to a sensation of global swelling of the face but progressive reduction was recommended in 48 hours, until the new visit on (B)(6) 2024. On (B)(6) 2024, we were informed that a local medical expert was contacted and proposed to add antibiotic to treat a possible case of biofilm since the inflamed areas corresponded to insertion points of the cannula. An appointment and a third dose of hyaluronidase was performed on (B)(6) 2024. At the time of this report and despite several reminders, no further information could be retrieved.

Manufacturer narrative:
According to the information received, this case seems linked to a skin infection. Biofilms that appear weeks to years after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. Common skin colonizing bacteria adhere to the gel and surround themselves with secreted polymers. This process gives rise to a permanent low-grade chronic infection, and it may eventually lead to a chronic granulomatous reaction. Given the sterility of the gel, they are rather due to a lack of asepsis during the injection during injection and/or posttreatment care. Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of rha 4 product.